Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient underwent revision due to significant depressions in dynesys stabilizing cord.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: cord damage. Event description: it is reported that the surgeon revised the dynesys® top-loading tether case from 2018 because the patient was over-corrected. During revision the depressions on the cord were considered to be significantly more pronounced than expected. The surgeon requested the implants to be returned to zimmer biomet for analysis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: visual examination: only the cord was received for investigation. The cord is slightly yellowish discolored and tissue attachments can partially be observed. The cord ends exhibit some separated fibers of the outer cord layer. Five slightly compressed areas can be observed where, respectively, the pedicle screws and the set screws were in contact with the cord. In these contact areas, the outer cord layer is slightly damaged where the tip of the set screw was placed. On the opposite side the cord shows a slight bump matching to the cannulation of the screw. No other changes, e.g. Worn areas, could be identified on the cord piece. Review of product documentation: this device is intended for treatment. Instruction for use (IFU) : at the time of implantation vbt had to be considered off-label use of the dynesys® top loading system. Conclusion: a dynesys® cord was received for analysis. The cord was used for vertebral body tethering (vbt) probably as described by samdani et al. [1] and revised due to overcorrection after approximately 1 year and 1 month in vivo. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination of the cord showed slightly compressed areas indicating the contact areas of the pedicle and set screws. The implantation location of the cord is unknown. However, based on the contact areas it can be assumed that five vertebras were involved. Nothing conspicuous could be observed on the received component. The reported depressions seem to be in a normal range compared to other vbt cases received. Without further information such as clinical and patient data no further conclusions can be drawn. At the time of implantation vbt had to be considered off-label use of the dynesys® top loading system [2, 3]. The investigation results did not identify a non-conformance or a complaint out of box (coob). References: [1] samdani af, ames rj, kimball js, pahys jm, grewal h, pelletier gj, betz rr. Anterior vertebral body tethering for idiopathic scoliosis: two-year results. Spine (phila pa 1976), 2014 sep 15;39(20): 1688-93 [2] dynesys® spinal system and the zimmer® dto® implant, instruction for use, d011500217 ed. 2017/07 [3] dynesys® top-loading spinal system, surgical technique lit.no. 06.01581.012¿ed.03/2009. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00313.